Manufacturer narrative:
A review was performed by the post market clinical department of the treatment data provided. On (B)(6) 2014, the pt had confirmed positive peritoneal dialysate cultures that grew alpha hemolytic streptococcus and streptococcus gordonii. The pt reported a leak during treatment, a reportable malfunction. During the same treatment, the pt experienced a break in a septic technique by not washing his hands or donning a mask during, and the pt used an unk dose of expired delflex dialysate product. The device was not returned to the manufacturer for analysis. The plant investigation is in progress nad a supplemental medwatch report will be submitted upon completion of the investigation. This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the physician's assessment of the reported info and the plant's investigation. Related MDR's" 2937457-2014-00749 and 1713747-2014-99959.

Event description:
A nurse reported that a pt experienced a "leak on the cycler" on (B)(6) 2014. According to this nurse, the pt broke aseptic technique on (B)(6) 2014, when the pt switched from continuous cycler-assisted peritoneal dialysis (ccpd) to continuous ambulatory peritoneal dialysis (capd). The nurse reported that during this change in modalities, the pt did not wear a mask and set-up with an unk dose of expired delflex dialysate product. On (B)(6) 2014, the pt had a peritoneal dialysis clinic visit and was diagnosed with peritonitis. During the visit, the effluent expressed from the patient's peritoneal dialysis catheter was cloudy when it was collected in the drain bag. The pt was then started on intra-peritoneal 1g of vancomycin and 2g cefapime. The sample was discarded and is not available for return. As of (B)(6) 2014, the pt continues to use the continuous cycler-assisted peritoneal dialysis (ccrd) therapy without and further issues, and the patient's signs and symptoms of peritonitis have resolved.